Event description:
The manufacturer received information alleging a ventilator had an oxygen delivery leak issue. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator had an oxygen delivery leak issue. The customer is not willing to have the device serviced at this time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator had an oxygen delivery leak issue, and the customer was not willing to have the device serviced. The customer has since returned the device for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed. The device's oxygen blending module board was replaced to address the issue.